Event description:
Per the independent repair center, the customer alleged problem is not stated. The key failure is the pilot valve is contaminated causing the unit to alarm. Associated malfunctions for this device: power switch low audible alarm, 4 way valve not shifting, sieve beds saturated.